Event description:
It was reported that after the iab was inserted in a pt coming off bypass, he was returned to the or for an emergency re-opening of his chest. The next day, the waveform appeared slightly dampened, and blood was seen entering the helium tubing. The iab was removed and replaced without any complications.